Manufacturer narrative:
Corrected data: b3 - date of event should be corrected to unk. B5 - "no patient injury" should be removed as it was not specified by the reporter. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm micl12.6, -10.50 diopter, implantable collamer lens, into the patient's left eye (os) on (B)(6) 2020. Lens implanted upside down. Patient contact (lens touched the eye). No patient injury. The lens was exchanged on (B)(6) 2020. This resolved the problem. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.